Event description:
Ous MDR - when the pacemaker is interrogated, an error message was received. This is all of the info that was provided to us. If additional info becomes available, this event will be updated. The device was explanted and no adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - the pacemaker was implanted for 72 months. Upon receipt, the device was visually inspected revealing scratches on the pacemaker housing. The device was electrically analyzed. During initial interrogation, the programmer displayed a warning message as mentioned in the complaint description. Furthermore, the pacemaker's memory content was analyzed revealing an invalid memory content. The device was operating in the safety backup mode as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks. In general, the device is equipped with the ability to detect invalid memory content. However, in the case of invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the pts safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation, a device status error message appears to notify the physician. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. In summary, the analysis revealed an invalid memory content leading to the clinical observation. After a manual correction, the device was operating as expected. The root cause for the invalid memory content was not determinable. There was no indication of a material or manufacturing problem.